Event description:
The user facility reported that water was observed to be leaking from their uv light. No injuries or procedural delay/cancellations were reported.

Manufacturer narrative:
The user facility stated towards the end of the processing cycle an employee observed water trickling down from the uv fitting on the wall, onto the top of the system 1e processor and onto the floor. The processing cycle completed successfully and the user facility cleaned up the water. A steris service technician inspected the unit and found a loose uv fitting and tightened it. No further leaks have been reported.